Event description:
It was reported that the patient was having coupling and/or communication issues. The patient's last recharge was in the middle of (B)(6) and she last felt stimulation in the middle of (B)(6). The patient's device was turned off for a couple of months because her doctors wanted to see if she really needed therapy and were doing a case study on her. The patient did not have any problems with device/therapy and she did not want the therapy off. The antenna locate (al) feature was used and resulted in a por (power on reset) being displayed on the recharger, which then lead to the normal recharging screen. It was noted that the patient usually had to play with the recharger in order to get coupling boxes. Normally she would get more than half of the coupling boxes shaded. The patient had gained weight since implant and it had gotten harder for her to get coupling boxes. The patient was able to reposition antenna and get 5 boxes shaded. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).